Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation damage that resulted in noise and oversensing. This lead was successfully replaced. No additional adverse patient effects were reported.